Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. The location of the hernia was unknown. It was unknown if the hernia was diagnosed after the start of pd therapy, however, the hernia did worsen with pd therapy. It was further reported that the patient did strenuous activity at the gym lifting weights which may have also contributed to the worsening of the hernia. It was unknown if the patient was hospitalized for the hernia. On an unknown date, the patient underwent hernia repair surgery. On an unknown date, the patient discontinued pd therapy and was placed on in center hemodialysis (hd) therapy. At the time of this report, the patient was recovered from the hernia, dianeal therapies were discontinued, and it was reported that the patient will remain on hd therapy. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: as the report of a hernia was not matched to this device until after the device had been serviced, a complete device analysis could not be completed to investigate the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A device history record review revealed no issues that could have caused or contributed to the reported event. A review of the event history log was performed and showed no malfunctions or failures that could have caused or contributed to the event. Should additional relevant information become available, a follow-up report will be submitted.